Event description:
It was reported that the pump battery would not charge despite multiple attempts using different outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.